Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery will not charge. There was no patient involvement.

Event description:
The customer reported the battery will not pick up on the chargers. There was no reported adverse patient impact.